Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis was performed with no anomalies found. The returned device indicated a loose/detached set screw. (B)(4) .

Event description:
It was reported that the device was attempted to be implanted but not used. The physician attempted to insert a competitor lead into the device header port but was unable to advance the pin into the port. Afterwards, the set screw on the header port would not engage. The device was removed from implant. A different device was implanted. No patient complications have been reported as a result of this event.